Event description:
The customer returned the duodenovideoscope to the service center with lower instrument guide wire, split in canal, stent and balloon allegation. During device evaluation, it was found that the server plug- in had corrosion. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause is traced to electrical component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.